Manufacturer narrative:
E1 - initial reporter phone: ext (B)(6) b3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the pump failed accuracy +8.15%. Occurred during testing. No patient involvement was reported.

Manufacturer narrative:
Received one device. Visual inspection found peeling downstream occlusion sensor (dso) seal. Seal replaced. Customer¿s reported problem of "failed accuracy test +8.15%" was not verified by accuracy testing. The cause is the expulsor out off spec. Trim expulsor to correct the issue. Cadd solis device passed all functional tests.